Event description:
Per the clinic, the patient experienced skin irritation and skin overgrowth around the abutment, and never received benefit from the device. Excess skin was removed in a surgical procedure on (B)(6), 2012, along with the abutment. It is unknown if there are plans to fit the patient with another abutment as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.